Event description:
Customer did observe a small amount of smoke from the device during refill. There was no fire or sparking observed. There was no patient present in the room and no ongoing or pending case. No harm to any user.

Manufacturer narrative:
(B)(4). Field service technician investigated device and found the rear controller board that there was a small burn mark around a transistor. The board was replaced and all tested normal. Part in route to carefusion for investigation.